Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle ppf received. Ppf alleges high metal ions. There was no revision reported. Doi: (B)(6) 2011; dor: not reported; right hip. This is created for the 2nd event. Linked to (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. 11/8/2018: the additional information has been received and there is no change to the above investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.